Manufacturer narrative:
Initial reporter's facility name: - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Two hours from the start of a dialysis treatment, an external fluid leakage was observed coming from the dialysate fluid tube of a phoenix machine. Reportedly, the cause of the leak was contact between the patient bed and the dialysate tube of the machine, leading to a tube disconnection. The treatment was continued using a different machine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, the machine was inspected on-site by a qualified technician. No issues were identified with the machine. According to the information provided by the reporter, the fluid leakage was related to improper handling by the user. The patient¿s bed contacted the blue dialysate hose and this caused the tube disconnection and subsequent leak. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.